Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in an endovascular treatment. During the second inflations at 6 atmospheres for 1 minute, the balloon ruptured from a pinhole. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.